Event description:
A malfunction alert occurred with the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts to reset the pump, but the issue persisted. Consequently, cts decided to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within 10 days, which they understood and acknowledged.